Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 323 mg/dl, 126 mg/dl and 144 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that during a pancreatectomy and splenectomy procedure, the fellow closed the device and there was a loud popping noise. The next clip scissored, and then the device was able to be used for a few more firings. Another device was closed then made a noise and would not open. It is unknown if the device was closed on tissue. No adverse consequences reported. The first device used was discarded. The second device will be returned.